Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5 of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected the transfer set from the patient line of the homechoice set during a dwell phase and did not make it back in time for the following drain cycle. When patient reurned the machine was alarming. In an endeavor to clear the alarm, the home patient reconnected to the setup. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated wtih this incident, per the home patient's spouse.